Event description:
The user facility reported that one of the radiopaque markers of the navicross catheter came off during the procedure and traveled down to the superficial femoral artery. The physician was able to trap it with a stent. Fluoroscopy video was available. The marker was stented against the vessel intima. The procedure was successful, and the patient was discharged. Additional information was received on 07 feb 2023: the procedure performed was a popliteal artery angiogram. There was no blood loss. The patient was successfully treated, stable and discharged.